Event description:
A medtronic rep reported that while in a bilateral craniotomy, accuracy was checked on pt prior to going sterile and once the incision was made, and the flap was opened, the accuracy was then found 1cm off. The surgeon chose not to troubleshoot with medtronic technical services, and proceeded without navigation to complete the surgery. There was no impact on the pt outcome.

Manufacturer narrative:
Pt weight was not be provided by the site. Software investigation finds the pt reference frame was not seated properly after draping, displayed by the fact that the plastic was not removed, therefore, the frame to pt relationship was changed after registration. Software is functioning as designed.

Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
Patient ID, age, and gender are provided. Patient weight is not available. The patient reference frame was not seated properly after draping since the plastic was not removed, so the frame to patient relationship was changed after registration. Software is functioning as designed. Follow up report sent (B)(4) 2012, MFR# referred to 1723170-2012-00314 and referred to 1723170-2012-00215 both were incorrect. The correct case # is 1723170-2012-00315